Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried specimen/serum on the surface of the tip clamp and plunger clamp in the reported problem area of the pipette assembly. All tip and plunger clamps, and one tip retaining clip were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.